Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a buzzing noise, got warm and then stopped working. It was further determined that the electronic control unit (ecu) was damaged. It was further observed that there was unknown liquid found inside the device. Therefore, the reported condition was confirmed. It was determined that the damaged electronic control unit (ecu) was consistent with normal wear and the unknown liquid found inside the device was consistent with improper handling / cleaning. The assignable root causes were determined to be due to normal wear and improper handling / cleaning, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total joint surgical procedure, it was discovered that the battery reciprocator device was making a buzzing noise, not working and was getting warm. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.